Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. The icm was interrogated in clinic, and the issue was unable to be resolved. There were no patient consequences reported.